Event description:
An implant card was received which indicates the lead and generator were explanted on (B)(6) 2013 due to the lead discontinuity.

Event description:
It was reported that during a preoperative system diagnostic for a generator replacement a high impedance reading was obtained. The surgeon indicated that he did not know about the high impedance prior to surgery. It was reported that a lead had not been authorized for the surgery and there were none available. The surgeon decided to replace the generator at that time and reschedule the patient for a full revision when approved with patient insurance and device purchase through the hospital. A new generator was attached to the existing lead and diagnostics again resulted in a high impedance reading (dc dc code 7 and limit). The surgeon programmed the device off and the surgery was completed. An implant card was received which indicated that the generator was explanted due to battery depletion, and lead discontinuity. Only the generator was replaced. The generator was returned to device manufacturer on (B)(4) 2013. Analysis is underway; however, has not been completed to date. Attempts to obtain additional information have been unsuccessful to date.

Event description:
Analysis of the generator was completed on (B)(6) 2013. The end of service condition was the result of normal, expected battery depletion based on the battery life calculation, the electrical test results and the bench evaluation. With the exception of the parameters that associated with a low battery condition, the device performed according to functional specifications. Analysis of the generator in the pa lab concluded that no abnormal performance or any other type of adverse condition was found. Further follow-up revealed that the patient will be scheduled for a full revision surgery; however, no surgery has occurred to date. It was reported that the patient and family are non-compliant with following up with the surgeon's office.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records of the lead confirmed all quality tests were passed prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
On (B)(6) 2014 it was reported that the explanted products were discarded by the hospital and therefore cannot be returned for product analysis.